Event description:
The customer reported to philips healthcare that the heartstart xl did not shock during a synchronized cardioversion procedure. A second defibrillator was used to "save the patient". There was no negative patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.